Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent revision surgery due to adverse events. On (B)(6) 2020, the patient presented to the surgeon with pain and was found to have a nonunion of the fracture site and mechanical fatigue of the locking screw and a titanium cannulated proximal femoral nailing system (tfna) long nail. The tfna helical blade, nail, and the lateral segment of the locking screw were removed. No attempt was made to retrieve the medial segment of the locking screw. The non-union site was debrided and a cannulated trochanteric fixation nail, helical blade, and locking screw were inserted. The date of the original implant was on (B)(6) 2019, for a proximal femur fracture. The procedure outcome is unknown. There was a patient consequence. Concomitant device reported: 12mm/130 deg ti cann tfna 380mm/left-sterile (part#: 04.037.259s, lot#: h218356. Quantity 1). Tfna fenestrated helical blade 100mm - sterile (part#: 04.038.400s, lot#: unknown. Quantity 1). This report is for one (1) 5.0mm ti locking screw w/t25 stardrive 40mm f/im nail-ster this is report 2 of 2 for (B)(4).

Event description:
Concomitant devices: 5.0mm ti locking screw 40mm (part: 04.005.530s, lot: h218356, quantity: 1), tfna fenestrated helical blade (part: 04.038.400s, lot: h797967, quantity: 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.